Manufacturer narrative:
Manufacturer report number: . , will be submitted as an initial 15-day and 30-day report with receipt date (day 0): 04-jul-2025 by removing most recent information logs from the case. The initial version (periodic) of the case was received on 11-feb-2025. The follow up version 1 (5-day) and follow up version 2 (15-day and 30-day) were received on (B)(6) 2025, and (B)(6) 2025 respectively. The initial version was to be submitted as part pader (not yet submitted). The fu1 and fu2 versions were submitted on 26-feb-2025 and 12-mar-2025, respectively. These case versions were submitted as an e2b r2 xml file along with MDR form in pdf file format via the electronic submissions gateway (esg) as2. On 04-jul-2025, device evaluation report was received in follow up version 3. As the previous case versions were not submitted as xml hl7 file, hence after submission of the information received on 04-jul-2025. As the previous case versions were not submitted as xml hl7 file, hence, the information received on 11-feb-2025, 19-feb-2025 and 26-feb-2025 will be submitted as an initial report with the receipt date (day 0): 04-jul-2025 as a single report.

Event description:
MFR report #: (B)(4) / . #1: foggy feeling in head v28.0 (he was feeling very foggy): from (B)(6) 2025 to - serious - recovering/resolving #2: product packaging quantity issue v28.0 (he used the patches from the recalled batch as one of the patch had 2 layers of patches from which he took off the top layer and disposed it and he did not use it): from to - serious - unknown. This spontaneous case report was received from consumer or other non-health professional (patient) via medical information call center (micc) (reference number: (B)(4) from united states on (B)(6) 2025. This case concerns an elderly male patient of unknown age who was taking fentanyl (company and non-company) for severe pain in back and hydrocodone bitartrate for an unknown indication and it was reported that he was feeling very foggy (pt: brain fog). Further, patient mentioned that he used the patches from the recalled batch as one of the patch had 2 layers of patches from which he took off the top layer and disposed it and he did not use it (pt: product packaging quantity issue) (clinical term: appropriate clinical signs, symptoms and conditions term/code not available; problem term: manufacturing, packaging or shipping problem). Patient denied any medical history. Patient's family history was not reported. Concurrent condition included severe pain in back and forgetful. Past drug history, concomitant medication was not reported. On an unknown date, the patient started treatment with one box of mylan fentanyl 12 mcg (co-suspect) transdermal patch (batch/lot number: 8186492, expiration date: unknown) and another box of company fentanyl (system, transdermal delivery, cder or cber led; appropriate component term/code not available) (suspect) transdermal patch 25 mcg/hour (batch/lot number: 108319, expiration date: apr-2027; device manufacturing date: 14-may-2024) for severe pain in back. He was also taking hydrocodone bitartrate (suspect) (batch/lot number: unknown, expiration date: unknown) for an unknown indication. Usage of the device was unknown, and the operator of device was lay user/patient. Patient stated that he got a call from his pharmacy about the recall. He mentioned that he had 2 boxes that come from 2 different pharmacies. He stated that he was very forgetful, and he did not know if he had any adverse events. He was feeling very foggy (onset date: (B)(6) 2025) and thought it could be the hydrocodone but was not sure. He stated that he did not remember when he took the patch. He received 12 mcg mylan fentanyl patches at pharmacy which was closer to him. He believed that he did get the recalled patches from there as well as from another pharmacy. Patient was provided recalled ndc, lot, and expiration date. He stated he did have 1 box with him with that information. Patient was provided the email with the consumer form for the recall. He stated he needed to get his medication sooner. Patient was told that company will call both the pharmacies. Patient stated that his one pharmacy was in another city from where he got his medication from the doctor as the pharmacy deliver all his medications to his doctor when he goes there. He said it's a 3-hour trip to get to pharmacy. An outbound call was initiated to a pharmacy near to the patient, where pharmacist was provided the information of the patient and stated that the last fill for the patient was mylan. He stated that he did not see any alvogen boxes. Pharmacist from another city stated that the patient should have boxes ready to pick up that were not a part of the recall. She could not be sure that his boxes were recalled. She had the matching ndc. She did not know if she was able to replace the fentanyl patches for him but stated that she will call the patient. On (B)(6) 2025, the patient confirmed that he has 2 boxes of fentanyl with ndc: 47781-424-47 with lot 108319. He stated that he didn't receive a call from the pharmacy yet. On (B)(6) 2025, the patient stated that he did use the patches from the recalled batches of company fentanyl. He added that the boxes from the last time, some of those had the same number on them that the one that patient had currently. The ones that he got was not opened, but the previous ones had been opened and had been thrown away. He was asked if the previous box was from the recalled batch and he mentioned that it was 25 mcg/h and he did not have any details with him. He also stated that he used the patches from the recalled batch as one of the patch had 2 layers of patches from which he took off the top layer and disposed it and he did not use it. He further asked that when he opened a new box and if he found any patch which were stacked what should he do as in the past he used to peel off the extra and dispose it. He was informed that he should call their physician/healthcare care provider and request a new prescription due to having to return the product as part of the recall, or request his pharmacist to assist calling their physician/healthcare care provider to request a new prescription to get a replacement. Further, after inquiring about the ndc and lot number for the fentanyl box, he mentioned that he did not have the box in the same room but the information coincide with the previous information he provided (ndc: 47781-424-47, lot# 108319) and he was in his bed, and he could not get up from the bed and go to the next room. He further inquired if it was for 12 or 25 mcg/h to which he was informed that the recalled batch was for 25 mcg/h. He also inquired if there was any danger in using the recalled batch to which the patient was informed that "it was possible that administration of a multi-stacked patch could lead to a higher than prescribed 25 mcg/h dose, which might result in serious, life threatening, or fatal respiratory depression. Groups at potential increased risk could include first time recipients of such patches, children, and the elderly". Patient was informed that if he has recall patch, it should be immediately removed. Additionally, he mentioned that his pharmacy was far way from his place and he could not get to the pharmacy as it almost take 3 hours to reach. So, he was informed that he needed to connect with the pharmacy. On (B)(6) 2025, patient was asked to provide more information on any cognitive impairment, difficulty concentrating, and confusion after applying the fentanyl patch. He mentioned that he did not know as it was a very difficult time, and he was not sure if it was due to the fentanyl patch or not. He said that foggy feeling in head was almost gone, and he was not taking any therapy for it. He mentioned that he did not remember the start date of the event, but it was last month. According to the reporter, the patches belonged to the affected lot. Based on medical assessment, the recall presents a significant safety concern, as the potential risk of a product can cause substantial and unreasonable harm to public health. The reported event acute myocardial infarction, meet the FDA's MDR reportability criteria as defined under 21 cfr part 803. Therefore, this qualifies as a 30-day reportable event. The remedial action was initiated as recall. On (B)(6) 2025, investigation summary report revealed that no sample or photo was provided. Investigation was done using the retained sample. Based on the investigations from manufacturing company's and distributor's investigation of associated deviations, the overlapping patch defect in lot# 108319 was caused by an unknown, isolated special event that led to the lane 4 cavity of the controlled depth die becoming defective. Additionally, the first (B)(4) patches were processed with unwrapped nip rollers, which contributed to defects in lane 3. Based on the health hazard evaluation prepared by manufacturing company and due to the moderate risk of a patient experiencing an overdose if exposed to an overlap patch, manufacturing company and distributor initiated a product recall for lot# 108319 on 01/28/2025. Manufacturing company has initiated multiple action items and developed risk control measures to mitigate or detect any future defects (method term: testing of device from same lot/batch retained by manufacturer; result term: manufacturing process problem identified; conclusion term: cause traced to manufacturing). No laboratory tests and procedures were reported. The case is considered as serious (other medically important condition) (impact term: serious injury/illness/impairment). The action taken with fentanyl (system, transdermal delivery, cder or cber led; appropriate component term/code not available), hydrocodone bitartrate and mylan fentanyl was unknown. The outcome of the event brain fog was recovering/resolving and of the event product packaging quantity issue was unknown. The reporter's assessment of the causal relationship of the event brain fog with fentanyl (suspect), fentanyl (co-suspect) and hydrocodone bitartrate was provided as possible at the time of this report. The reporter's assessment of the causal relationship of the event product packaging quantity issue with fentanyl (suspect) was provided as possible, whereas with fentanyl (co-suspect) and hydrocodone bitartrate was provided as not related at the time of this report no further information is available. Follow-up information of this case was received from consumer or other non-health professional (patient) via medical information call center (micc) (reference number: (B)(4) from united states on 19-feb-2025. Case was upgraded from periodic reporting (non-serious, unlisted) to 5-day reporting (serious, unlisted, needs remedial action as recalled batch was involved). Additional events (product packaging quantity issue), and product detail (strength) were added. Seriousness criteria was added for event brain fog (from non-serious to serious, other medically important condition). The narrative was updated accordingly. No further information is available. Follow-up information of this case was received from consumer or other non-health professional (patient) via medical information call center (micc: (B)(4) from united states on 26-feb-2025. Outcome of the event brain fog was updated from unknown to recovering/resolving and event start date of brain fog was added. Information about the corrective treatment added. The narrative was updated accordingly. No further information is available. Follow-up information of this case was received from product quality group via email on (B)(6) 2025. Investigation summary report was added. Reference number (B)(6) and device related details were added. The narrative was updated accordingly. No further information is available. The initial version (periodic) of the case was received on 11-feb-2025. The follow up version 1 (5-day) and follow up version 2 (15-day and 30-day) were received on (B)(6) 2025, and (B)(6) 2025 respectively. The initial version was to be submitted as part pader (not yet submitted). The fu1 and fu2 versions were submitted on 26-feb-2025 and 12-mar-2025, respectively. These case versions were submitted as an e2b r2 xml file along with MDR form in pdf file format via the electronic submissions gateway (esg) as2. On 04-jul-2025, device evaluation report was received in follow up version 3. As the previous case versions were not submitted as xml hl7 file, hence after submission of the information received on 04-jul-2025. As the previous case versions were not submitted as xml hl7 file, hence, the information received on 11-feb-2025, 19-feb-2025 and 26-feb-2025 will be submitted as an initial report with the receipt date (day 0): 04-jul-2025 as a single report. MDR comment: according to the medical assessment, an elderly male patient using fentanyl for severe pain in back and hydrocodone bitartrate for an unknown indication reported that he was feeling very foggy (foggy feeling in head). Further, patient mentioned that he used the patches from the recalled batch as one of the patches had 2 layers of patches from which he took off the top layer and disposed it and he did not use it (product packaging quantity issue). Additionally, investigation summary report revealed that no sample or photo was provided. Investigation was done using the retained sample therefore, manufacturing company has initiated multiple action items and developed risk control measures to mitigate or detect any future defects. The occurrence of serious event of foggy feeling in head was due to the use of fentanyl patch that was confirmed to be a part of recalled lot. Additionally, as the company had already completed a remedial action to prevent an unreasonable risk of substantial harm to the public health and have filed 5-day reports previously for the events that led the company to recognize the need for the remedial action of recall. The recall was completed prior to the company becoming aware of this report. Therefore, the subsequent additional reportable event (including the current report) associated with the remedial action (i.e., events that do not necessitate a new remedial action) would be filed as 30-day report. Hence, as there is a reasonable possibility of product related harm, hence the case qualifies to be 30-day reportable case in accordance with regulatory guidelines. Sender comment: this case concerns an elderly male patient of an unknown age who was taking fentanyl for severe pain in back and hydrocodone bitartrate for an unknown indication and it was reported that he was feeling very foggy (foggy feeling in head). Further, patient mentioned that he used the patches from the recalled batch as one of the patch had 2 layers of patches from which he took off the top layer and disposed it and he did not use it (product packaging quantity issue). The reported event of foggy feeling in head was assessed as serious and unlisted for fentanyl and hydrocodone bitartrate. The reported event of product packaging quantity issue was assessed as serious and listed for fentanyl and hydrocodone bitartrate. The causal role of fentanyl and hydrocodone bitartrate for reported event of foggy feeling in head is assessed as possibly related. The causal role of fentanyl for reported event of product packaging quantity issue is assessed as unclassified. As, no causality can be established between the reported event of product packaging quantity issue and suspect drug (hydrocodone bitartrate) hence the causal role of hydrocodone bitartrate for product packaging quantity issue is assessed as not related. However, other multiple confounders have been identified including patient's concurrent condition of forgetfulness; and patient's co-suspect non-company medication fentanyl which preludes comprehensive assessment.